Event description:
It was reported that during a gastric bypass procedure, the stapler was closed and opened for the laying of the charge and when it was tried to open didn't work. It was released manually but still didn't work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You stated that the stapler was closed and opened for the laying of the charge (cartridge) and when it was tried to open it didn¿t work. It was released manually but still didn¿t work. Just for clarification, the jaws of the device did not open? Were the jaws of the device locked on tissue? If yes, how was the device removed? On which firing did the event occur? What color cartridge was being used? If this was a reload firing, where there opening issues with previous firings? Was there a higher force to fire with previous firings?

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.